Event description:
Pt was 3 hrs & 10 mins. Into an uneventful hemodialysis. Machine alarmed & nurse responded and noted that venous line was disconnected from pts hemodialysis catheter and blood was noted on the pt shirt.